Event description:
It was reported that during post-surgery processing, it was observed that the sagittal saw attachment device was broken and locking up. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was frozen and did not engage when power was applied. Therefore, the reported condition was confirmed. It was noted that the position ring and turn knob were damaged and the internal components were corroded. The assignable root cause was determined to be most likely due to improper handling and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.